Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012 the reporter contacted animas to report that for two weeks, the patient had obtained blood glucose levels of 30 mg/dl to 40 mg/dl during the night. The patient noted she woke up at approximately 3:00 am with low blood glucose levels, and administered self-treatment by consuming a snack. The patient did not report experiencing any symptoms and denied seeking medical attention. Troubleshooting revealed all pump settings were correct, however the time was incorrect, with am setting instead of pm. A review of the pump basal settings revealed the daytime basal rate was higher than the nighttime rate, thus the patient was receiving too much insulin during the night. There was no evidence the pump was not functioning appropriately. The issue was resolved with patient education and troubleshooting. The patient's technique was incorrect by having the incorrect time set in the pump. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia afterwards, and she received treatment with food, this complaint is being reported.